Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the revision resolved the issue completely, and the patient was doing quite well now.

Manufacturer narrative:
Updated to adverse event and product problem. Concomitant medical products: product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed via x-ray that the ins had indeed flipped and will be surgically revised on (B)(6) 2019. Further information was provided the day of the revision regarding the suspicions around the potential of the ins being flipped. It was clarified that the patient was unable to charge and the ins was dead. It was stated they were able to interrogate the ins and it showed "recharge soon." The ins was on, but at 0% charge. Impedances were ok and it was first believed to be the charging system. After a replacement was sent and it wouldn't connect with ins. This increased suspicions. It was believed the issues started (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for it was reported that it was difficult to charge. The patient called the rep and reported that they couldn¿t get any coupling bars. The rep looked for some assistance in troubleshooting, but the caller was dropped before troubleshooting could be done. The rep called back again saying they were unable to charge. They repositioned the antenna over the ins and the patient¿s daughter tried turning the dial on the recharger antenna, but it didn¿t resolve the issue. The al feature didn¿t resolve the issue either, 38-44. The rep had stated that the implant was parallel to the skin and wasn¿t deep, less than a quarter of an inch. The rep said that the patient had to be careful to lay down since the implant could turn sideways. It was reviewed with this information that the ins likely flipped, and imaging was recommended. The rep said they wanted to try new external equipment, so a replacement antenna was sent, although technical services believed the ins had flipped. There were no further complications reported.